Event description:
During a procedure the sharp edge of the sheath damaged the articulate cartilage during insertion because the scope being used was too short for the sheath. A delay of ten minutes was incurred to ready an additional device for completion of the procedure. Injury to the pt has been reported as damage to the articualte cartilage of the knee. No furhter details on the status of the pt are available at this time.